Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an atherectomy interventional procedure using a 7f sheath. Reportedly, the suture of the first proglide device was successfully deployed and the knot was successfully advanced; however, bleeding continued, hemostasis was not achieved. A second proglide device was deployed but the same issue occurred. Blood pressure dropped and the patient was put back to sleep. Medication was given for the low blood pressure and protamine for heparin reversal to stop the bleeding. Manual compression was applied to achieve hemostasis. A third proglide device was successfully deployed and used at a second access site on the left common femoral artery. The patient was transferred to a hospital for observation. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an atherectomy interventional procedure using a 7f sheath. Reportedly, the suture of the first proglide device was successfully deployed and the knot was successfully advanced; however, bleeding continued, hemostasis was not achieved. A second proglide device was deployed but the same issue occurred. Blood pressure dropped and the patient was put back to sleep. Medication was given for the low blood pressure and protamine for heparin reversal to stop the bleeding. Manual compression was applied to achieve hemostasis. A third proglide device was successfully deployed and used at a second access site on the left common femoral artery. The patient was transferred to a hospital for observation. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage, hypotension are listed in the proglide instructions for use, as potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.